Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the components of the device were worn, and the electronic control unit and motor were damaged. It was further determined that the device failed pretest for check unintended motion, check functional test forward and reverse running, check power with test bench, and check speed with tachometer. Therefore, the reported condition that the device only runs in the reverse mode was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the electric pen drive device was only functioning in the reverse mode. During in-house engineering evaluation it was determined that the failed pre-test for unintended motion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.